Event description:
During a laparoscopic assisted vaginal hysterectomy the ets misfired on first firing. The staples fired partially and the knife did not cut. A competitor's instrument was used to complete the case. There was no consequence to the pt.